Manufacturer narrative:
A visual examination of the guidewire revealed that the heat shrink separated from the corewire. The corewire outer dimension was found within specifications. The complaint is consistent with the returned guidewire since the heat shrink was separated from the corewire. It is most probable that procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that sensor guidewire was used in the ureter during a ureteroscopy procedure which was performed between (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be uncomplicated.

Manufacturer narrative:
(B)(4). The exact event date is unknown; however, it was reported that the event happened between (B)(6) 2016. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that sensor guidewire was used in the ureter during a ureteroscopy procedure which was performed between j(B)(6) 2016. According to the complainant, during the procedure, it was noticed that the hydrophilic tip detached, exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be uncomplicated.